Event description:
It was reported that the voyager was inflated to 11 atm for 25 secs and negative pressure was applied, when blood was noted in the hub. The voyager was removed without any resistance; however, once outside of the body, it was noted that it had separated at the guide wire exit notch. The entire length of the device, distal to the guide wire exit notch, remained in the coronary, in the distal lad. Attempts to remove the separated piece with a snare were unsuccessful. The pt developed acute closure (dissection) of the proximal left internal mammary artery. This was successfully re-opened with angioplasty and stenting of the region, but there was no flow seen in the anterior descending artery distally. An iabp (intra-aortic balloon pump) was placed. The pt had chest pain and was taken to surgery for an urgent left thoracotomy. The pt received plavix and multiple doses of heparin. During the thoracotomy, a small arteriotomy was made at the apex of the anterior descending artery. The separated piece was removed with some restoration of flow in the distal vessel, although it was diminished. The pt was sent to ccu.